Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device would not power on and there was a burning smell. : no patient involvement reported .

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the blower assembly and blower motor controller to resolve this issue.

Manufacturer narrative:
Bad (B)(6) 2016 - root cause: this customer complaint was caused by the motor shaft is locked in place and will not move. This blower assembly will be returned to our vendor for further analysis and this report will be updated when a report is provided to us.